Event description:
Customer reported an issue with the pump displaying incorrect time, resulting in a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in updating the pump time and was advised to monitor and follow up if the time discrepancy recurs.